Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that during an arthroscopic procedure on the knee, a part on the inner side of the unit broke off. It was further reported that the broken part was retrieved.